Event description:
A nurse at the user facility reports that during intraocular lens (iol) implantation, the iol would not 'seat' itself. The iol was taken out of the eye and a vitrectomy was performed. The association between this event and the iol is not known. Additional information has been requested.